Event description:
A physician attempted to seal a free perforation using a graftmaster stent. The stent was placed, but did not seal the perforation. The patient was taken to surgery were the vessel was repaired. Post-procedure, the patient was fine.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.